Event description:
It was reported that the device was explanted and replaced due to an extended charge time.

Manufacturer narrative:
The reported field event of extended charge time was confirmed in the laboratory via review of the device image. The device was tested on the bench and no anomalies were found. The hv capacitors were sent to the manufacturing site for further evaluation and an internal hv capacitor anomaly was found. The cause of the extended charge time was an internal hv capacitor anomaly.